Event description:
The medwatch received stated that the surgeon was using the device and then the jaws could not be re-opened. The surgeon opened another device in order to complete the procedure. There was no patient injury reported. The site was contacted and the site contact was not able to provide additional details regarding the incident or device.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.